Manufacturer narrative:
In addition to the adhesive peeling off due to chemical stress / physical stress, service found a leakage from the insertion section, and the rubber was chipped. The reported issue of a pinhole in the bending rubber was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device had a pinhole in the bending rubber. Upon inspection and testing of the returned device, it was observed that the adhesive of the objective lens was peeling off. This report is being submitted for the malfunction found during evaluation (deterioration of the adhesive). There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 16-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, the likely cause of the event is due to complex stress, mechanical stress by contact with endo therapy accessories, or chemical invasion by chemical solutions. Olympus will continue to monitor field performance for this device.